Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2017 during which the surgeon noted dense adhesions along the previously placed mesh. Extensive adhesiolysis was performed which took 120 minutes. He noticed a fistula adherent to the mesh anteriorly, which was taken down. Extensive adhesions between the bowel were also noted and because of the extent of the scar tissue between the 2 loops of bowel and the mesh, the entire area of small bowel was removed. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/14/2022.